Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 7496-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 74001, lot# n206133, implanted: 2011 (B)(6); product type adapter product ID 3987, serial# (B)(4), implanted: 1999 (B)(6); product type lead. (B)(4).

Event description:
The healthcare provider (hcp), manufacturer's representative (rep), and consumer reported the spinal cord stimulator was not working and stopped working on the saturday prior to the report. The last time the patient felt stimulation was on that saturday. There was an overdischarge. The patient was unable to charge and had not charged for over one month. The patient stated he charged in (B)(6) 2015. It was unknown when the last time the patient charged or how many times the battery had been overdischarged. Though, the patient stated he had never had an overdischarge before. Ten physician mode recharge (pmr) 60 minute sessions were attempted and they were unable to get a normal charge. There was poor telemetry or no telemetry with recharging. After recharging best practices were reviewed there was still a reposition antenna screen. Repositioning the antenna did not resolve the issue. Ever since the saturday prior to the report, the patient had been trying to recharge, but could not, and kept getting the reposition the antenna screen no matter what position he placed the recharger antenna. The patient did not want to continue to attempt recharges. He was going to get a referral to a pain management physician and ask for implantable neurostimulator (ins) replacement to a non-rechargeable at a future dat e. The appointment was not made and the date was unknown. A missing/stolen programmer was also noted. Later, the hcp reported the patient contacted them for explant and reimplant of the device and stated the patient saw the rep and was told the ins was at end of service (eos). This hcp did not implant or work with peripheral nerve and they were not one of the doctors who initially implanted the patient, although, the patient thought it was. So, they were going to contact the primary office and work with them to resolve. They could not get it out of overdischarge and they were talking about implanting a primary cell battery for the patient. The date of the surgery was unknown, but the patient was going to be meeting with the hcp. The issue was not resolved at the time of the report. Relevant medical history included non-malignant pain and complex regional pain syndrome type 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient stated he was having problems with his second implant which was the rechargeable implant so they put in non-rechargeable. The patient called back and stated it was about 2 years after implant was placed so 2013. Patient reported no symptoms allegations. No further information was reported.